Manufacturer narrative:
Sample is lithium heparin plasma. Qc was within the customer's established ranges during this event. A system check was performed on (B)(4) 11 and met specifications. Customer is not questioning any other results or assays. Testing at bci customer product line support lab with interference eliminating proteins has confirmed the existence of a patient source interferent for the sample received from the customer which most likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Service was not dispatched for this event as the questionable results were isolated to one patient. An interferent in patient sample is the root cause of this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding reproducible elevated troponin (accutni) results, above the ami cutoff, generated by the access 2 immunoassay system for one patient. The results were discordant to two alternate methods. The results were reported out of the lab. The patient was sent to the ER at a neighboring facility following the elevated troponin results. The patient was transferred from a neighboring facility back to grand island clinic after the normal troponin results were obtained on an alternate method.